Event description:
Additional information received from a consumer reported the patient underwent a pump refill, on (B)(6) 2019, and afterwards the patient felt like they were "high". The hcp administered narcan and monitored the patient for two hours, after which overdose symptoms resolved. The patient's pump was explanted on (B)(6) 2019.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the dilaudid with concentration 4.0 mg/ml was being administered at a dose rate of 2.4993 mg/day as of (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The pump was returned to the manufacturer for analysis.

Manufacturer narrative:
Analysis of the pump found no anomalies. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient who was receiving dilaudid with concentration 6.0 mg/ml at a dose rate of 2.0 mg/day via an implantable pump for non-malignant pain and lumbar radiculopathy. It was reported that during a pump refill the patient experienced overdose symptoms and needed to be administered narcan. Narcan was administered and no other intervention was taken. No surgical intervention occurred, and no surgical intervention was planned. It was noted that there were no environmental/external/patient factors that may have led or contributed to the issue. No diagnostic tests or troubleshooting was performed. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) That the patient was taking at the time of the event was unable to be obtained. The patient¿s weight and medical history were noted as having been requested but were unknown. It was noted that the healthcare provider had no further information regarding the event. No further patient complications have been reported as a result of this event.